Event description:
It was reported that a user experienced frequent low and fluctuating blood glucose while using the ilet system, expressed dissatisfaction with the meal announcements and correction behavior, and acknowledged not following the learning phase guidance including using ¿more/less than¿ options, snacking, and not spacing meals, which impeded algorithm adaptation and contributed to hypoglycemia. Symptoms included hypoglycemia requiring treatment with oral glucose. Outcomes included transient interruption of normal activities due to symptomatic low blood glucose, without hospitalization. Investigation included review of device data and user education on proper use of the learning phase, as well as recommending a soft reset and scheduling advanced training. Investigation of this case revealed user adherence issues during the learning phase leading to inappropriate algorithm learning, with the device otherwise functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was use error and inadequate adherence to prescribed operating instructions with cause otherwise unclear for individual hypoglycemic episodes. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.